Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was using a non-tandem wall power adapter in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd wall power adapter. New charging supplies were sent to the customer.